Event description:
It was reported that patient underwent an l4-l5 bilateral pedicle stabilization. All screws were implanted and reached appropriate threshold into pedicle and located/purchase confirmed through neuromonitoring modulation. The tulip heads were aligned and the curved rod was placed. The left side l5-5 screws, rod and cap screws were inserted and final torque tightened without issue. After seating the screws and curved rod, the nurse practitioner commented that the l5 left side cap screw felt "different" than the right but it was confirmed to be seated by c-arm fluoroscopy. At the time of final tightening of the cap screws the right side l5 cap screw was not engaging with the hex of the final tightening instrument. The cap screw was removed and a new sl1000 cap screw was used to repeat this step and the problem persisted. The right side l4 cap screw, curved rod and polyaxial screw were then removed to re-expose the tulip head of the right side l5 polyaxial screw. It was noted at this time there were metal shavings loose within the wound site. This was irrigated with antibiotic irrigation. It was apparent that the screw was stripped and malformed within the inner tulip head of the polyaxial screw. The surgeon chose to remove all right side hardware and screw holes were filled with a calcium phosphate silicate bone matrix mixed with patient's concentrated stem cells.

Manufacturer narrative:
The sl1000 s-lok cap screw could not be evaluated as it was discarded at the user facility. The s-lok cannulated polyaxial screw the sl100 cap screw was assembled with was returned and evaluated by quality and engineering. Extensive damage was noted on the threads of the tulip head component. Areas of the threads that were not damaged and could be measured were found to be within design specification. Although the s-lok cap screw was not returned for evaluation, based on evaluation of the mating s-lok cannulated polyaxial screw it appears that cross threading was likely a contributing factor. Manufacturing history for the s-lok cap screw could not be reviewed as the lot number was not available. Review of complaint history did not identify a trend for reports of this nature. Associated instructions for use (lbl-IFU-004) states under warnings - intraoperative: " during construct assembly do not cross thread locking cap screws. Rotate locking cap screws counter clock wise for 1 to 2 revolutions in screw head before attempting to thread locking cap screw into screw head."